Manufacturer narrative:
Destructive analysis of the pump found gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to shaft-bearing and residue in the gear pinion. Evaluation codes updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving demerol 200mg/ml at 1 00mg/day via an implantable pump. The indications for use were not reported. It was reported that a pump alarm occurred. The patient experienced symptoms of hot/cold, sweating, increased pain and shakiness. There were no known environmental, external or patient fa ctors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was reported as the pump was interrogated the morning of the report and a motor stall was noted on (B)(6) 2017. The actions and interventions taken were the pump was replaced on (B)(6)2017. The issue was resolved at the time of the report. The patient status was noted as alive, no injury and no further patient complications were reported or anticipated.